Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 24, 2019 that a flexiva ID 365 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a moses p120 laser console. According to the complainant, during the procedure, the tip of the laser fiber broke after 20 minutes of use. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with a different type of laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications.